Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample and reagent 1 probes as part of routine preventive maintenance. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated three times on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely low vancomycin result.